Manufacturer narrative:
Rework all inventory products, replace the eccentric bolts. (Through investigation, no finished products) operator: (B)(4) finished date: (B)(4) 2009. Rework all semi-finished products at assembly line. (Through investigation, no semi-finished products) operator: (B)(4) finished date: (B)(4) 2009. Remark and isolate the raw material (eccentric bolts), then notice iqc check again. Do tensile testing for 3 pcs sample, if passed, the raw material (eccentric bolts) can be used. Operator: (B)(4) finished date: (B)(4) 2009. Purchase dept. Organizes quality dept. And technical dept. To supplier factory do on-site counseling and staff training. Operator: (B)(4) finished date: (B)(4) 2009.

Event description:
We have received a complaint from our customer (B)(4) as followings: it was alleged that a rehab resident fell out of a wheelchair distributed by (B)(4). It was alleged that a bolt broke causing the front wheel to bend and the resident to fall forward out of the chair. The event did not result in any injury. This MDR report is based on the customer complaint.